Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked case at the reservoir tube window corner, cracked reservoir tube window and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump alarmed during the priming sequence. Her blood glucose was unknown at the time of reporting. The insulin pump was returned. No additional information was reported.